Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer had not taken any action yet to address the elevated blood glucose level, as they were dependent on the pump for adjustments. Technical support provided information on how to reset the pump, assisted in the reset process, and confirmed that the malfunction code did not recur afterward. The customer was advised to continue using the pump and to call back if any malfunction code reappeared.